Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 48 mg/dl. The customer treated the low blood glucose with juice and sugar. Their blood glucose went back up to 81 mg/dl then they ate food. The customer declined troubleshooting for the low blood glucose. The device will not be returned for analysis.